Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01068 and 2134265-2016-01069. Promus element plus clinical study it was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the left main coronary artery (lmca) with 80% left main shaft stenosis and was 8 mm long with a reference vessel diameter of 4 mm. The lesion was treated with pre-dilatation and placement of a 4.00mmx12.00mm promus element¿ plus stent, with 0% residual stenosis. Target lesion #2 was a de novo located in the proximal right coronary artery (rca) with 75% stenosis and was 10 mm long with a reference vessel diameter of 4.5 mm. The lesion was treated with direct stent placement using a 4.00x12.00mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with myocardial infarction (mi) and was implanted with two 3.50x38mm promus stents in mid rca. In (B)(6) 2016, the patient was presented to the emergency department due to right-sided weakness and was hospitalized on the same day. The patient was diagnosed with cerebrovascular accident and medical therapy was initiated. Patient's nuclear stress test were abnormal. Six days later, the patient was diagnosed with progression of coronary artery disease. Coronary angiography was performed and revealed patent 4.00x12.00mm promus element¿ plus stent in proximal rca and 60-70% isr of the previously placed two (3.50x38mm ) promus and 4.00mmx12.00mm promus element¿ plus stents in mid rca and lmca respectively. The 70% isr in the mid rca was treated with pre-dilatation and placement of 3.0x28mm synergy drug eluting stent. Following post dilatation, the residual stenosis was 0%. In addition, the 60% stenosis in the distal lmca to ostial/proximal left circumflex (lcx) was treated with pre-dilatation and placement of 4.0x16mm synergy drug eluting stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the events (cerebrovascular accident and progression of coronary artery disease) were considered as resolved and the patient was discharged on aspirin and clopidogrel.